Event description:
During left intertrochanteric nail fixation, while putting in the lag screw, a foreign object (about 2 to 3 mm wide) was seen in the femoral head on x-ray with the c-arm. This fragment was believed to be one of the flutes at the distal end of the lag screw reamer. The surgeon determined they could not safely remove this fragment and determined that removing the screw would pose more harm to the patient and since it was interosseous and implantable grade metal decided to not remove the fragment.